Event description:
It was reported that during a total laparoscopic distal gastrectomy procedure, to resect stomach, surgeon had attempted to fire the device and reload. However, only two row staple occurred, so surgeon had to push reverse button and change new reload. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60d cartridge reload was received. The reload was received in good visual conditions and fully fired. The returned cartridge was noted to have deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: just to confirm, when only 2 rows of staples occurred, did the device lock-out and not fire? If no, were there any issues with the staple line (malformed staples, incomplete/interrupted staple line, etc.)? There were stapling as malformed staples. If no, was the staple line complete? Complete, but malformed. If no, was the cut line complete? Yes, it was. If no, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No reported. On which firing did this event occur (1st, 2nd, 12th, etc.)? 2nd . Was buttressing material utilized? If so, which product? No. The product code and lot# is fine, but real user is (B)(6). After resection of duodenum, he had tried to resect stomach secondly, but failed . The inner low(near cut line) was broken and crushed, did not foam b shape. Other two lines(middle and outer) were fine and foamed b shape. So surgeon decided to use one more firing on the outer stapling line, so that the case was finished safely.